Event description:
Pulse oximetry not working on monitor. Determined that sensor was not oriented properly with extension cable. No patient injury due to other available monitors. Reporting problem due to the ease of incorrectly mating these to connectors.